Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quantity of six (6) minicap had inadequate iodine; further described as ¿sponge dried out with a brownish color¿ and the ¿sponge was separated from the cap¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however six (6) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed the sponge fully separated from the cap. No additional defect was identified, therefore the reported inadequate iodine was not verified. The reported separation was verified. The cause of the sponge separation was determined to be due to conflict during transport. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.